Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or loose closure. This event affected 50 devices. The following information was provided by the initial reporter. The customer stated: "the rubber stopper inside the cap is loose, and the cap cannot be closed properly in the device."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-11-14 h.6. Investigation summary: bd received 30 samples and 5 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and there were no issues related to loose hemoguard closure assembly that were observed. Additionally, 10 sample tubes, along with 10 retention tubes from the bd inventory, were functionally tested and there we no issue relating to loose hemogard closure assembly as all tubes were within specification limits. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the samples and photos provided as well as the retention sample analysis. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or loose closure. This event affected 50 devices. The following information was provided by the initial reporter. The customer stated: "the rubber stopper inside the cap is loose, and the cap cannot be closed properly in the device."